Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included menometrorrhagia and irregular periods. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("blood or heart disorder/condition: anemia"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal), bladder infection"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal),") with vaginal discharge and urinary tract infection ("infection (bladder/urinary tract/vaginal),"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, anaemia, alopecia and headache had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, fatigue, cystitis, migraine and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she informed that severe pelvic, abdominal and back pain and heavy bleeding substantially resolved after surgery. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and medical record received: reporter information and new events: abnormal bleeding (vaginal), menorrhagia, blood or heart disorder/condition: anemia, dyspareunia (painful sexual intercourse), fatigue, hair loss, infection (bladder/urinary tract/vaginal) bladder infection, migraines, headaches, vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and back pain ("severe back pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2006. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she informed that severe pelvic, abdominal and back pain and heavy bleeding substantially resolved after surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.